Event description:
Event description cpi received information that during interrogation of the implantable cardioverter defibrillator (ICD), the ICD exhibited a fault code indicating that the device is in a one zone configuration and there is question whether therapy could be delivered. The physician performed an invasive procedure to explant the ICD.